Event description:
It was reported by the rep the device was used in a laparoscopic hernia repair. It was reported the endoscopic multifeed stapler jammed. A second stapler was used to complete the case. There was no consequence to the pt.